Event description:
The reported adverse event happened outside of the us, in (B)(6). According to the received information on 2020-09-12, the patient was injected with a teosyal rha 4 in jawline and chin on (B)(6) 2020. On (B)(6) 2020, the patient mention swelling and discomfort. The injector advised antihistamine, paracetamol and cold. On (B)(6) 2020, the injector saw the patient and noted, ruled out odema, granuloma nodules and symptoms of infection. A second opinion was quired and erythromycin prescribed. On (B)(6) 2020, the symptoms remained the same and pain worsening. A 2nd antibiotic, clindamycin was prescribed. On (B)(6) 2020, due to the pain, the patient went to the hospital during the night. A new antibiotic was prescribed , doxycycline. No new medication for the pain relief. On (B)(6) 2020: patient noted a slight reduction, the prescriber try to aspirate the area, with no result. So he injected hyalase in order to dissolve the filler on (B)(6) 2020, swelling worse effecting neck and ear. Patient get back to the hospital. The hospital diagnosis, waiting to the results of CT scan is a saliva glad infection. On the (B)(6) 2020, the patient was still waiting for the CT scan, blood analysis show an infection. The patient will stay at the hospital for the night despite several reminders, no results of the analysis carried out on the patient and no confirmation of the diagnosis from the hospital could have been obtained. According the last information received the patient is doing well and recovering slowly.